Event description:
The event involved a tego connector where it was reported that when disconnecting blood line from tego, internal components of tego prolapsed. There was patient involvement and there was no apparent harm - reached patient/person, inconvenient.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Manufacturer narrative:
A single used d1000 tego was returned for investigation with a domed seal observed and confirmed. The top surface slit was open due to the doming. The probable cause of the domed seal on the second sample is the lack of adhesive applied during manual assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.